Event description:
Clinic notes were received in regards to a vns patient's device. It was reported via a clinic note dated (B)(6) 2012: that the patient was 'having more frequent seizures. Every other day. She thinks that she is having sharp pains in the left side of the body;' it is unknown the relationship of her seizures to her vns. It is unknown if over their pre vns rate. The patient states that she has been having a lot of seizures, occuring every day. She states that her chest has been hurting a lot and she has been swiping her magnet. The patient was set to: 1.75 output current / 20 signal frequency / 130 pulse width / 30 seconds on time / 5.0 minutes off time, 2.00 output current / 60 seconds on time /130 pulse width. Neos = no. The patient's chest pain is described as : stabbing, intensity = 9, duration = constant. It was additionally reported that patient went to the hospital and that they felt their vns is not working and she thinks the battery has gone out. This has not been confirmed to be the case at this time. No surgical interventions are planned at this time. Good faith attempts will be made for further details about the reported events.

Event description:
It was reported that the patient was referred for a prophylactic battery change. The date of surgery is scheduled for (B)(6) 2013.

Event description:
Product analysis on the vns generator was complete. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
New information received reveals that the vns generator was replaced due to prophylactic replacement. The generator was replaced with an m102 in (B)(6) 2013. An implant card was received on (B)(6) 2013 stating that the lead impedance was ok and the patient's vns generator was replaced due to prophylactic reasons. The product was returned to the manufacturer on (B)(6) 2013. Additional information from the physician stated that by 'device was not working' meant that the patient could not feel the stimulation. The increase in seizures and pain were observed on (B)(6) 2012. The last normal diagnostics was in (B)(6) 2013 which was output status = ok, lead impedance = ok, dcdc code = 5, eos = no. The physician attributed the increase in seizures to battery depletion and said that the pain is unrelated. According to the physician the increase in seizures is below pre-vns baseline and the partial seizures type is what increased. There were no medication, programming changes, and no pain associated with stimulation.

Manufacturer narrative:
Adverse event, corrected data: adverse event was inadvertently not checked. Outcomes attributed to adverse event, corrected data: required intervention to prevent permanent impairment/damage was inadvertently not checked.